Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedances greater than 2,000 ohms at follow up. Lv therapy was programmed off until a revision procedure took place the following day wherein the lv lead was surgically abandoned and replaced in addition to the device being upgraded to a quadripolar system. The cause of the out of range impedances was not determined. No additional adverse patient effects were reported. This lv lead and crt-d are no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.